Event description:
Leica microsystems received a complaint from the customer of raw tissue and a smell of formalin in the retort of a peloris tissue processor.

Event description:
Caller states patient tested 7.3 inr on the coaguchek xs system while a comparison lab returned as 5.5 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Caller did not know which system produced the reported discrepant result. (B)(4).